Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead dislodged from the implant location which resulted in inadequate stimulation. The physician surgically explanted and replaced the rv lead to resolve the event and no additional adverse effects were reported. It was stated the lead was lost at the healthcare facility and is not expected to be returned for analysis.